Event description:
Monitor behind pt's bed began a popping noise and smelled of smoke. Monitor screen went blank. Pt immediately moved from room. Security and biomed notified. Monitor removed by biomed.